Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured while in use. No patient consequences were reported. No further information has been made available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impaction head confirmed the product had fractured. Also noted there were scratches, scuff marks, impaction marks and dents on the product, an indication of use. The fractured instrument was sent to sem for fracture analysis. It was noted that the instrument has numerous wear & impact marks suggesting the instrument was heavily used for some time. The instrument fractured at the base. Although the fracture surface has postfracture damage, the remaining visible fracture artifacts suggest a probable low-stress rotational fatigue fracture. A material analysis confirmed the product is consistent with stainless steel alloy conforming to specifications. DHR was reviewed and no discrepancies were found. Based on the information available the root cause for the reported issue is determined as wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.